Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft of the catheter was found to be broken at 6.4 cm from the hub and the braid is exposed from 6.4 cm to 10 cm from the hub. The catheter was also found to be broken at 19 cm from the hub and the braid is exposed from 19 cm to 38.5 cm from the hub. A coating confirmation test revealed the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was fractured. A 135/20 renegade hi-flo was selected for the procedure. During unpacking, it was noted that the blue outer shaft of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the catheter was fractured. A 135/20 renegade hi-flo was selected for the procedure. During unpacking, it was noted that the blue outer shaft of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.